Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The customer was notified of the potential contamination and recommendation via email on (B)(6) 2023. As of the date of this report, there has been no response to the recommendation.

Event description:
Cq technician notified cq service via airtable that the internal tubing of this device was suspect for bacterial contamination during an on-site inspection, and submitted pictures of the tubing for review. Cq director of operations and epidemiologist melanie harry reviewed the pictures, and recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to the discoloration within the water path. This issue was identified on (B)(6) 2023, no patient involvement was reported.